Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital's registered nurse that the pt experienced speed changes and fluctuations that were approximately 50 rpms below the set speed. The hospital staff was trying to reduce the pt's mean arterial pressure (map) of 95. The pt had an increase in lactic acid dehydrogenase (ldh) and hematuria and was put on a heparin drip. An echo was performed and there were no "abnormal findings." Per additional information received from the vad coordinator, the pt was transferred to another hospital in hopes for a better chance at transplantation. The pt was thrombosing her pump and the hospital staff had been aggressively treating the pt prior to her being transferred. The pt's pump was exchanged after she was transferred, and it was noted during the exchange that the explanted pump was completely thrombosed. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.